Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump would be sent, and instructions were provided for putting the pump into storage mode and returning the defective pump. The customer acknowledged understanding and agreed to contact their healthcare provider for backup therapy options as none were currently available.